Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a hypoglycemic event after performing a double meal announcement while using the ilet system, with a recorded blood glucose of 39 and an episode of loss of consciousness that required assistance at home; the patient self-treated by ingesting multiple bottles of chocolate milk and did not require external medical care. Symptoms included hypoglycemia with loss of consciousness. Outcomes included transient impairment that resolved with oral carbohydrate intake at home. Investigation included troubleshooting and user education. Investigation of this case revealed no device alarm beyond the low glucose value and did not identify a device malfunction, and the event was consistent with insulin dosing excess following double meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.